Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the g5 transmitter would not pair with the g5 application. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional. D10: device available for evaluation - additional. H2: additional information/device evaluation. H3: device evaluated by manufacturer - additional. H6: event problem and evaluation codes - additional.

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test failed. The customer complaint was confirmed. The root cause was determined to be a defective transmitter.

Event description:
Resubmitted follow up 001 report with right MFR number 33004753838-2016-01761 to match the initial MDR 3004753838-2016-01761.

Manufacturer narrative:
(B)(4). B5: b5: describe event or problem - correction g7: type of report h2 type of follow up - correction resubmitted follow up 001 report with right MFR number 33004753838-2016-01761 to match the initial MDR 3004753838-2016-01761.